Event description:
A medtronic representative reported that a straight suction became damaged during an ent procedure. The surgeon was switching instruments throughout the surgery, and when attempted to verify the suction to use the distance to divot, alleged an error of 3.7mm. The surgeon was able to verify a second straight suction from a second tray to continue and completed the procedure with the use of the navigation system. There was no impact to patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(6) 2013. Follow-up at the site finds hospital sterile processing is unable to locate the damaged straight suction. Suspect device is not expected to be returned to manufacturer for evaluation. No further issues reported.